Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and there was guidewire coating on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the physician felt significant resistance when placing a guidewire in the lumen of the lead, and presumed that the friction may have damaged the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.